Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the surgeon went to fire the device, it did not deploy a single clip. It was noted that device simply did not have any clips loaded in the shaft. Another device was put into use to complete the case. No patient injury.